Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, distal part of some staples did not form b-shape but irregular. There were not patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58c9v. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the swing tab in the unlocked position. The cartridge reload had the proximal 3 driver up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional device evaluation: the analysis results found that the sr75 reload was received with no apparent damage and with the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reload was manually unlocked and tested for functionality with a test device and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Batch #: p58t53, manufactured date: 11/27/2017, product exp. Date: 10/31/2022. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.